Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the care giver was moving the chair over a curb and the left side frame broke at the back weld.